Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies; however, occlusion alarm reoccurred. Customer's blood glucose (bg) was 360-468 mg/dl and ketone level was 2.2 mmol/l. Insulin injections were used to address bg. Customer reverted to using an alternate method of insulin therapy.